Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for issues connecting with the holder with the incident lot was observed. Evaluation of the customer samples was performed and the luer adapter was observed to be installed slightly slanted into the holder. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale:complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
¿It was reported that when connecting the bd vacutainer® adapter with luer adapter, the leur adapter became slanted.¿ found before use. No reports of serious injury or medical intervention noted.